Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose dropped to the 50 mg/dl range and 60 mg/dl range. Troubleshooting did not occur for the low blood glucose. The customer stated that he treats low blood glucose events via soda or substantial meal. The customer had been walking more during the summer. The insulin pump was not returned or replaced.